Manufacturer narrative:
Device received with blank display anomaly due to moisture damage electronics assembly. Unable to verify missing segments or partial display due to blank display anomaly. Device received with damaged keypad overlay texture.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was partial display. Customer stated that insulin pump bumped. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.